Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code displayed indicating premature battery depletion. Technical services (ts) was contacted to review the data to determine appropriate change out time frame. Upon review ts confirmed the device was experiencing premature battery depletion. Ts discussed therapy remains unaffected and noted appropriate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code displayed indicating premature battery depletion. Technical services (ts) was contacted to review the data to determine appropriate change out time frame. Upon review ts confirmed the device was experiencing premature battery depletion. Ts discussed therapy remains unaffected and noted appropriate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation a code displayed indicating premature battery depletion. Technical services (ts) was contacted to review the data to determine appropriate change out time frame. Upon review ts confirmed the device was experiencing premature battery depletion. Ts discussed therapy remains unaffected and noted appropriate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.